Manufacturer narrative:
No product was returned by the customer. As result, a complaint investigation/product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the bd 1ml syringes were not infusing properly on the medfusion pumps due to the rigidity of the syringe and plunger, the pump only delivered half the dose of caffeine.